Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that the caller said the patient had two ins¿s and one doesn't work. They said the patient didn't report which side ins wasn't working, they just said the old one and didn't provide further details as to what wasn't working. No symptoms were reported.